Event description:
Information was received that the bvvi was observed following a magnetic resonance imaging (MRI) and the device has not been programmed into MRI mode.

Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup operation (bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.